Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to abnormal metal ion levels. As of today device return and additional information has been requested for this revision but has not become available. The device information had to be reviewed to confirm the batch numbers. This device has yet to be identified: 74222100, modular sleeve -4mm 12/14 if the info becomes available at a later date then a review will be carried out. These devices were identified as the most probable implanted: 71335854, 08gw17855 r3 42mm ID intl cocr liner 54mm. 71331854, 09fm06133 r3 0 hole acet shell 54mm. 71306112, 09km068816 syn por ho fem com sz 12. 71336500, 09jm16150a ref threaded hole cover. 74222142, 09ew23274 bhr modular head 42mm. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The primary surgery was performed on (B)(6) 2010 and the revision was performed on (B)(6) 2017. The cobalt was reported as 6.8 g/l and the chromium was reported to be 2.4 g/l. The metal ion levels reported are the only set of values reported. The study was terminated due to the removal of the implants. X-rays and the intra-operative reports have been submitted for review. The (B)(6) 2017 pre-revision images show osteolytic acetabulum and the acetabular inclination cannot be estimated on the image provided. The intra-operative revision report documents "degenerated muscle tissue" and "muscle that is "flaky" as well as "the postural bone has been eradicated by the acetabulus". Based on the available information, the clinical findings of elevated metal ion levels and the observations during the revision are consistent with an adverse reaction to metal wear associated with metal on metal products but the source cannot be confirmed. The patient reported partly satisfied and partly dissatisfied on the seven year follow-up when the study was terminated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).